Event description:
It was reported that during a hemicolectomy procedure the harmonic ace was defective. The white pad detached from the device during the procedure. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.